Manufacturer narrative:
The insulin pump buttons responded properly. However, corroded keypad traces were noted to the up arrow button. The insulin pump also had a constant failed battery test alarm due to a faulty battery tube. The functional tests could not be performed due to the failed battery test. The insulin pump had a small crack on the reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose level was 525 mg/dl. Her insulin pump was in a foreign language and wanted to get it back to normal. The insulin pump's arrow keys would not scroll down. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.